Event description:
It was reported that the patient¿s personal therapy manager (ptm) had not worked correctly since their last refill. The reporter stated it changed from five boluses per day, to four boluses per day. The reporter noted that their health care provider (hcp) stated that the ¿ptm must have changed it¿. The reporter also needed the "daylight saving time changed because it was messing her up¿. It was discussed with the reporter that there was no time on the ptm to change. The drug in the pump was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).